Manufacturer narrative:
We cannot confirm or deny that liquiband optima caused a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Patient sustained a laceration to her forehead which was treated using liquiband optima. Patient reported directly to ams and believes she has had a contact dermatitis reaction to liquiband optima. Patient states there is no swelling near the wound itself or a rash, but there is swelling underneath down to her eyelid which feels heavy with a 'tingly sensation', similar to previous reactions seen to products she has come into contact with, for which she has known allergies. Patient took corticosteroids.